Manufacturer narrative:
The investigation for the positioning issue and ventricular tachycardia has been completed. The pump was not returned for investigation. Data log showed the continuous impella position in aorta alarm with flat motor current at the end of case run. As per the clinical, ventricular tachycardia required multiple impella repositioning and one shock. Unable to reposition the device in the catheterization lab, the physician decided to remove and replace it. The cause of the positioning issue was not determined since the product was not returned and sufficient clinical information was not provided. As the necessary information was not provided, the root cause of the ventricular tachycardia was not determined.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported a patient experiencing non-st elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The impella cp pump allowed for the coronary artery disease to be treated. After multiple days of support, the pump positioning was adjusted repeatedly due to the pump position causing/contributing to ventricular tachycardia that required shock. The pump was removed due to position and patient survived the event. The pump supported for just under four days.